Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the during functional testing, the associated the device failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing using a test device without duplicating the report. The test device log was downloaded with no errors registered. A visual inspection of the electrodes found no discrepancies. The elctrode impedance measured within specification. The electordes were scrapped after testing. Analysis of reports of this type has not identified an increase in trends.